Event description:
It was reported that during an acl surgery the flexible passing pin broke while being drilled into the femur. The procedure was completed with a backup device with no delay or patient injury reported. The broken passing pin was completely removed.

Manufacturer narrative:
One single 72201594 13.50x2.4mm flexible passing pin reported on. This product is sold as a 5 pack. These pins are intended to flex vs. Bend. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: 1. Condition the driver¿s bit or chuck. 2. Stripping or over-torque use. 3. Getting entangled up with other instruments or devices. 4. Debris such as bone chips caught in the bit or chuck. 5. Unexpected bone density/condition. Per IFU: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ these wires are intended to flex but not bend. The returned wire was snapped due to excess stress. As with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure. Final product met specifications upon release to distribution.